Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The issue caused the customer's blood glucose level to display "high," but the specific value was unknown. As a corrective action, the customer used a correction injection via manual insulin therapy.